Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to becoming fractured that resulting in a loss of integration, bone loss, infection, an abscess, pain, edema and inflammation. Tooth #12.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An impl tapered scr-v sbm 3.7mm 3.5mm 11.5mm (tsvb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing could not be performed since the product was not returned. Pre-existing conditions were noted on the per were bruxism, clenching, diabetes, osteoporosis, smoker/tobacco and inadequate oral hygiene. The reported device was located on tooth # 12 and was used for approximately 2years 6 months. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9-10/19). Information identified: contraindications, warnings, precautions, breakage. DHR review: DHR review was completed for the subject lot number (1224230). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (1224230) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.